Manufacturer narrative:
Since the device was not returned and the serial number was not provided, no further investigation was possible. However, per the medical judgment received, the root cause of the reported event was not attributed to the device. No malfunctions was identified. As such, the event is deemed not related to the crown valve and no further investigation is warranted at this time.

Event description:
On (B)(6) 2021, a patient received a crown valve (model # and serial # unknown). The procedure was a re-do aortic valve replacement in which a perceval valve was explanted (reported separately under ref (B)(4)). The patient eventually died from other clinical complications after the crown valve implant. No further information is available at this time on the cause of death and crown valve involvement. Per additional information received, the cause of death was identified as severe sirs with vasoplegic syndrome. The crown valve was implanted in supra annular position. Based on the medical judgment received, the crown valve was not suspected to be a contributing factor or cause of death. A malfunction in the crown valve was not identified. No autopsy was performed.

Manufacturer narrative:
Unknown device disposition.

Event description:
On (B)(6) 2021, a patient received a crown valve (model # and serial # unknown). The procedure was a re-do aortic valve replacement in which a perceval valve was explanted (see 2021-03330). The patient eventually died from other clinical complications after the crown valve implant. No further information is available at this time on the cause of death and crown valve involvement.